Manufacturer narrative:
The investigation for the temp pump stop and the access site bleed has been completed. The product was returned and evaluated. No abnormalities were found with the pump, and the pump stop did not reproduce in the lab. The data logs show multiple "impella stopped - motor current high" alarms as described in the clinical while the md had accidentally cross clamped the pump. The motor current and pump flow returned back to normal levels shortly after the pump stop in the field. The root cause of the temporary pump stop was most likely use related. The root cause of the access site bleeding was not determined since insufficient clinical detail was provided.

Event description:
The complainant reported the patient was on impella cp support and after the implant, the patient had access site bleeding. Packed red blood cells were provided to the patient. Additionally, the patient had a coronary artery bypass graft and the doctor pulled the impella back and said to turn it off. The staff went to p-0 and unplugged the white connector cable. During the procedure, the doctor asked to turn the impella cp back on. The impella cp started in p2. Flows were fine, but the impella stopped alarm popped up. The doctor accidentally cross clamped the impella cp. They removed the clamp and repositioned it. The impella cp has been flowing fine with no issues noted. Support was continued.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿